Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a gradual increase in tone due to weather prior to the ¿incident¿. Per the office notes the patient was on (B)(6) 2017 seen for an (B)(6) study. The pre-procedure diagnosis was malfunctioning intrathecal catheter-pump system and intrathecal pump approaching battery exhaustion. During the dye study the catheter access port was approached and entered without difficulties. Negative pressure was applied but no return was obtained despite multiple attempts and the needle was removed. A new 24 gauge needle was then introduced into the catheter access port and again no return was obtained despite multiple attempts and the needle was removed. There were no complications and the patient was observed for 30 minutes following the procedure and then discharged in good and stable condition. Per the physician the results of the catheter dye study was despite multiple attempts with different gauge needles no fluid return was obtained from the cap (catheter access port), indicating inadequate patency of the catheter to negative pressure. The physician indicated that this could be a result of a catheter kink or a blockage on the trajectory of the catheter. On (B)(6) 2017 the patient was seen for a refill and or an adjustment of their pump. The notes indicated on (B)(6) 2016: returned from (B)(6) in (B)(6). Prolonged sitting causes some shaking with left leg. The patient¿s oral medications included baclofen 5mg daily. Tizanidine 2mg at hs. On (B)(6) 2016 it was noted that a dose adjustment was made from outside clinics with a 5% increase. On (B)(6) 2016: reports improvement in spasticity since last dose adjustment. Tone at baseline, few spasms. Would like to continue at current dose. On (B)(6) 2016: some increase in lue (left upper extremity) tone with weather changes with worsening hand function. No significant pain, gait unchanged. On (B)(6) 2016 a dose adjustment was made by 3%. On (B)(6) 2016: requests further dose adjustment to accommodate weather changes. The dose was adjusted by 4% the patient twisted his back when lifting weights one week ago. The patient felt an instant pain and difficulty moving. Following this onset of pain, a lump on the patient¿s back which was new. It has been unchanged since that time. The patient denies pain to this site. Strength has returned to baseline. No changes to bowel or bladder. The patient reports a gradual increase in tone beginning prior to this event secondary to changes in weather. This was his usual response with cold weather. The patient did not notice any changes in tone acutely following weight lifting. The patent denied any history of spine surgery or hardware placement. On (B)(6) 2016: the patient was here for further adjustment and the dose was increased by 4%. Increased tone/pain in the past week. Feels leg ¿shaking¿. This was something that has occurred for him before. Overall feels spasms increased over the past few weeks. Baclofen 5mg once to twice daily but has a difficult time tolerating the medication. No mental status changes, no itching, or fevers. The patient was scheduled for x-rays of the pump and catheter after the office visit. On (B)(6) 2016 the dose was adjusted again by 4%. On (B)(6) 2016: x-ray results reported by the physician was that the catheter tip was in the upper thoracic region but remainder of the catheter was not visible on x-ray as it was not radiopaque. The physician recommended follow up with a dye study and CT scan if concern for a catheter leak. The rn (registered nurse) discussed this with the patient at that time and the patient reported that spasticity was stable, no other signs or symptoms of withdrawal. Today the patient reports worsening pain and spasticity in the morning, improves during, throughout the day after usual workout. Tone still not at baseline. Allergies have been exacerbating recently. Following with allergist. Prednisone x 1 week. Reports worsening recent anxiety. Does have some worsening stress with moving. On (B)(6) 2017: increased tone over the past 2 weeks with colder weather. Taking oral baclofen up to 30mg/day. The patient had to cancel the dye study due to weather and was waiting to reschedule. No other new signs of withdrawal. On (B)(6) 2017: a dye study and CT scan done (B)(6) 2017. No csf (cerebral spinal fluid) withdrawn from the itb catheter. Was evaluated by neurosurgery on (B)(6) 2017. A pump and catheter replacement recommended and scheduled for (B)(6) 2017. The patient reported that now he was interested in having the entire system removed as he feels the pump was uncomfortable and the patient was interested in moving permanently out of the country where he would be unable to receive services for itb therapy. The plan: discussed options of replacing vs removing the pump and the process to assess if the patient was able to tolerate having the pump removed. Decrease pump dose every 1-2 weeks as able. Uncertain how much baclofen the patient was currently receiving due to the catheter issue. They planned to wean to a minimum rate if able to ensure patient not receiving any more than the minimum rate. Given the patient experiences higher tone in the winter months it was recommended weaning now while the weather was cold so he could assess his function without intrathecal baclofen. The patient was to return to the clinic in 1 week for further adjustment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that on an unspecified date in (B)(6) 2017 (reported as 3 days ago relative to (B)(6) 2017), the patient developed an uti (urinary tract infection) and was treated with augmentin. On (B)(6) 2017, the patient had increased tone, his legs were stiff, and he had difficulty walking. His symptoms were intermittent and the patient felt that he might be getting intermittent baclofen therapy. At that time, he was taking oral baclofen 5 to 10 mg/daily and was continuing to work out twice daily. On (B)(6) 2017, the patient reported significant and worsening back pain in the past week. He had pain with sitting, worsening sciatica, ¿estim at home.¿ at that time he reported poor sleep and he could feel the pump moving with an increased bulge in his back. He was increasing his oral baclofen to 30 to 60 mg/daily without significant improvement in pain and tone. At this time, his treatment for a uti was stopped due to a negative urine culture. On (B)(6) 2017, the patient¿s treatment was decreased 10% to baclofen 2000 mg/ml at 216 mg/day in anticipation of pump removal. With this appointment, he felt he could not wait until (B)(6) 2017 to have his pump replaced. On (B)(6) 2017, the patient¿s treatment was decreased 10% to baclofen 2000 mg/ml at 195 mg/day. On (B)(6) 2017, the patient had worsening weakness, decreased tone, and dizziness. He reported the symptoms were ongoing without fever and there were no mental status changes. On (B)(6) 2017, the patient was seen for an adjustment (he had declined going to the emergency room for adjustment on (B)(6) 2017) where his dose was decreased 20%. He had not been taking any oral baclofen and had poor sleep at night due to pain. On (B)(6) 2017, the patient¿s treatment was decreased 20% to baclofen 2000 mg/ml at 157 mg/day. At that time the patient still felt weak and dizzy. He was still considering having his pump removed due to fear of ongoing pain due to the pump placement. On (B)(6) 2017, the patient was seen for a pump refill and/or adjustment. He had muscle weakness and despite a dose decrease. No treatment changes were made. On (B)(6) 2017, the patient¿s treatment was decreased 20% to baclofen 2000 mg/ml at 126 mg/day and his symptoms were unchanged. On (B)(6) 2017, the patient continued to feel loose and had continued poor sleep due to pain. With this appointment, a review of systems revealed intermittent chronic headaches and occasional nausea. A modified ashworth scale scoring showed increased tone on the patient¿s left side (shoulder abduction 0/2, elbow extension 0/2, elbow flexion 0/1, wrist extension 0/1, fingers 0/1, hip flexion 0/1, hip abduction 0/1, hip adduction 0/0, knee flexion 0/1, knee extension 0/1, dorsiflexion 0/1, and plantar flexion 0/0). His reflexes were hyper reflexic 3+ left upper and lower extremity. His upper extremity tone was mildly increased from a prior visit. His symptoms were unchanged and he felt loose despite prior dose decreases. On (B)(6) 2017, his pump was refilled and his treatment was decreased 10% to baclofen 2000 mg/ml at 113 mg/day. With his refill, the pump reservoir was emptied to confirm the pump volume was consistent with expected volume. With the (B)(6) 2017 visit, he received the assessment of spasticity. He had an appointment on (B)(6) 2017 to discuss his surgical options and a possible pump removal. No additional information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity and stroke. The patient reported he did some lifting and bending and created a ¿leak¿ at the catheter. The catheter also has rolled into a bulge in his back. The patient went in for dye study and they were not able to draw anything out of the catheter so the dye study was not done. The patient was working with the managing physician regarding what they would do with the catheter. The patient also requested physician listing as he would be relocating.

Event description:
No patient symptoms were reported.

Event description:
Additional information received reported that on (B)(6) 2017 no changes to tone with decreased dose, 102mcg/day. On (B)(6) 2017, the catheter was torn loose and when it was implanted, sciatic nerve was ¿nicked¿ according to the patient. The patient indicated that he felt nerve pain right away after the surgery. This has been going on for 5 years. The patient feels that the pump is moving around and is not located properly and was now underneath his rib cage when the patient works out. The patient indicates that he is in pain every day and desires to possibly get a new pump. The patient however, has long term plan to relocate out of the country where he may have problems with filling and servicing the pump. Thus the patient potentially wants to remove the pump due to the difficulty of service and go back to oral control of his spasticity and pain. The patient indicates that he has only taken one dose of oral baclofen this morning since he started weaning the baclofen dose. The patient had an appointment this week with the physician. The patient had no increase in tone or changes in spasticity. On (B)(6) 2017 the patient met with the physician on (B)(6) 2017 and decided to have the entire baclofen pump system removed which is scheduled for (B)(6) 2017. Presumed that he is not receiving intrathecal baclofen due to catheter malfunction. Symptoms unchanged, no worsening of tone with cold weather. The concentration at the time was c hanged to 500mcg/ml at 76mcg/day. On (B)(6) 2017 visit the patient was still feeling loose, no worsening tone with any dose changes. The review of systems indicated on increased spasticity and good control, no. Skin wnl, bladder/bowel program: straight cathing. The patient has prn baclofen and does not take scheduled baclofen. Pain, intermittent chronic headaches. The modified ashworth scale -(right/left): shoulder abduction 0/2, elbow extension 0/2, elbow flexion 0/1, wrist extension: 0/1, fingers 0/1, hip flexion 0/1, hip abduction 0/1, hip adduction 0/0, knee flexion 0/1, knee extension 0/1, dorsiflexion 0/1 and planterflexsion 0/0. The patient¿s reflexes: hyperreflexic 3+ left upper and lower extremity, cl,onus: no, strength testing: left hemiparesis, rom: full, gait: single end cane. The patient had 2 firm non mobile masses noted to lower thoracic region, left of spine. Mass rounded with similar 2nd mass not just superior to 1st and slightly extending laterally. Non-tender. No redness, no edema-this is unchanged from previous assessments. The pump was refilled and new dose of 55mcg/day, percentage adjustment 28%. The logs were reviewed. The patient received an assessment of spasticity. The patient has not had any effects from recent dose decreases therefore the dose was decreased 28% today with goal of decreasing as low as possible prior to surgery on (B)(6) 2017. The new dose of baclofen was 55mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2017 product type catheter pr oduct ID 8709sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: product type catheter product ID: 8596sc, serial/lot #: (B)(4), ubd: 2013-08-23, UDI#: (B)(4); product ID: 8709sc, serial/lot #:(B)(4), ubd: 2013-07-08, UDI#:(B)(4) (serial# (B)(4) and serial# (B)(4)) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly; end of service due to time progression occurred. Analysis of the catheter with serial number (B)(4) revealed a broken catheter body. Analysis of the catheter component with serial number (B)(4)revealed no significant anomaly; an indent in the seal of the connector that did not affect infusion was observed. (B)(4)pertains to the catheter with serial number (B)(4). (B)(4)serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.